Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was undergoing a broken screw replacement surgery at s1. Intra-op, the screw driver's t25 head broke off while adjusting the new s1 right screw. No injury to the patient was reported due to this event.